Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak as the tubing was disconnected from the y-site. Two companion samples were also available; a functional push pull test was performed on them, and no nonconformities were revealed. The root cause of this condition was determined to have been caused by a manufacturing machine error. The tubing was being under inserted into the y. A gripper on the machine was fixed in order to hold the y in a more rigid position to improve reliability of the insertion of the tubing.

Event description:
The facility administrator reported to baxter (B)(4), a flo-gard IV administration set that leaked at the interlink y-site. This event occurred during infusion. A patient was involved and a small blood loss occurred, however, there was no report of patient injury or medical intervention required in association with this event. There is no additional information.